Event description:
It was reported the stylet stuck during insertion. All the stylets in the kit had issues inserting fully. Approximately 2 inches of stylet would not insert fully. The lead was replaced and the issue was resolved. Upon removing lead, the hcp stated he felt an obstruction on the lower portion of lead. The lead is to be returned. No patient injury was reported. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).